Event description:
It was reported that a log file was submitted due to reports of low voltage events on the system controller while connected to mobile power unit (mpu). The patient reported to have presented to the emergency room (ER). Log file submitted revealed intermittent unusual relative stated of charge (rsoc) values while connected to the mpu from (B)(6) 2022. These events were associated with power cable disconnected events; others were associated with low battery advisory event. Proper voltage was still being supplied to the controller during these events. Motor function was not affected. The patient was issued a new mpu but continued to have power cable disconnect alarms. The alarms were confirmed and reproduced with manipulation of the system controller power leads. The patient¿s controller was replaced, and the alarms resolved nor able to be reproduced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section a3: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the log files review. The log files spanned approximately 29 days (10mar2022 to 08apr2022 per the timestamp). Atypical power cable disconnect alarms coincided with low voltage alarms and intermittently activated from 19mar2022 at 02:18 to 07apr2022 at 23:14 due to power cable faults on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm2 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. Per provided information, the alarm continued despite exchanging the mobile power unit. The controller was then exchanged resolving the alarms. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: this event information was not received through a clinical study. Patient date of birth has been added to this report. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-12328.